Event description:
This report is being filed after the review of the following journal article: de meo, d. Et al, (2023), antibiotic-loaded coatings to reduce fracture-related infections: retrospective case series of patients with increased infectious risk, antibiotics vol. 12, 287, pages 1-11 (italy). The aim of this retrospective observational study was to evaluate the efficacy and safety of antibiotic-coated implants in the prevention of fracture-related infections (fris) after surgical treatment in patients with increased infectious risk. Between december 2017 and december 2020, a total of 37 patients, 20 males (54.05%) and 17 females (45.95%), with a mean age of 63.14 -24.84 years, conducted on patients with upper and lower limb fractures treated with internal fixation or prosthetic replacements, using a gentamicin coated nail (cn) and/or antibiotic-loaded hydrogel applied to the implant of choice (alh). In all surgery they used alh¿defensive antibacterial coating, novagenit alone in 27 of the 37 cases, cn¿protect expert tibial nail, synthes alone in 4 cases, and a combination of the two in 6 cases. Mean follow-up was 32 months. The following complications were reported: tibial intramedullary nails (cn¿protect expert tibial nail, synthes: -1 case of delayed consolidation. Delayed consolidation occurred in a polytrauma patient with an open tibia fracture (ga type I) fixed with a cn and was treated with nail dynamization. -1 case of loosening of the hip prosthesis implant (unknown manufacturer). The loosening of the implant occurred after an open reduction and internal fixation of a periprosthetic femur fracture: patient underwent hip revision surgery and healed uneventfully. This report is for an unknown depuy synthes protect intramedullary tibial nailing.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a1, a2, a3. A4: there are multiple patients. All known information is provided in the literature article. D1, d2, d3, d4, g4 - 510k: this report is for an unknown protect expert tibial nail/unknown lot. Part and lot number are unknown; UDI number is unknown. D6: there are multiple unknown dates of implantation between december 2017 and december 2020. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6 component code: g07002 ¿ device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.